Manufacturer narrative:
Please note that patient's weight and age is unknown. (B)(4). Complaint conclusion: it was reported that the patient suffered from internal bleeding in the groin puncture site between 1.30-2 hours after undergoing an elective repair of the femoral artery, after a diagnostic and tavi procedure. A 6f femoral artery sheath and mynxgrip vascular closure device (vcd) was deployed and removed according to instructions per use. There was no complication during the procedure and hemostasis was achieved successfully. The deployer of the device was in training for the mynx device. The patient¿s blood pressure was within a normal range. The patient was anticoagulated. The patient was moving from the cath lab table to the cardiology unity bed when the bleeding occurred. It was noted that the mynx device was not considered to be the only cause of the patient¿s hematoma. There were unknown incidents in the patient¿s transportation from the cath lab to the cardiology unit that could avoid a successful hemostasis and the reported posterior internal bleeding. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1702603 presented no issues during the manufacturing process that can be related to the reported event.   Without the return of the device for analysis, the reported event could not be confirmed.  However, it was noted that there were unknown incidents in the patient¿s transportation from the cath lab to the cardiology unit that could have avoided a successful hemostasis and the reported posterior internal bleeding.  Insert a mynx statement here that mentions ¿retroperitoneal bleeding¿. Per the instructions for use ¿retroperitoneal bleeding¿ is a potential adverse event which may be related to the endovascular procedure or the endovascular closure device.   Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that the patient suffered from internal bleeding in the groin puncture site two hours after undergoing an elective repair of the femoral artery, after a diagnostic and tavi procedure. A 6f femoral artery sheath and mynxgrip vascular closure device (vcd)  was deployed and removed according to instructions per use.  The product is not available for analysis. There was no complication during the procedure and hemostasis was achieved successfully.